Event description:
The PICC line tubing was changed around 5pm. A pool of liquid was noticed in the isolette a short time later and the PICC line was backing up with blood. Upon inspection there was a crack in the extension tubing around one of the ports. Tubing changed again. No patient harm.what was the original intended procedure?infusion of fluids.device #1is this a laboratory device or laboratory test?no.